Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that their rechargeable battery for their martel printer had burn marks on the inside packaging. They also reported that the item smells like it may have been hot during shipping. The customer did not take the battery out of the packaging. Based on the information at the time, there was no injury associated with the event.